Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation reviews of the instructions for use and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical investigation could be performed. However, a document based investigation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint history could not be conducted. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: warnings this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. The maximum inflation is 500 ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina. Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed. Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding. Instructions for use important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Clinical assessment determined the likely contributing factors of this event were the patient risk factors for postpartum hemorrhage (breech vaginal delivery-known, and other possible factors that are unknown) and user technique (inadvertent ureteral dissection). The complaint was confirmed based on customer testimony. Although the complaint device was inflated with more fluid than the maximum inflation volume instructed in the IFU, the physician's failure to follow the IFU is not likely the cause of the reported event. The cause of the event cannot be traced to the complaint device and was most likely related to patient anatomy. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report submitted on 21aug2019.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In the journal article ¿which uterine sparing technique should be used for uterine atony during cesarean section?¿ the bakri balloon or the b-lynch suture? Published in the archives of gynecology and obstetrics (2016) 294:511-517 by kaya, gurlap, tuten, et. Al, and the original study article provided by dr. Kaya via email upon request for additional information ¿balloon tamponade for management of postpartum uterine hemorrhage¿ by kaya, tuten, dagler, et. Al published in the journal of perinatal medicine (2014), it is reported in a study of 45 women experiencing postpartum hemorrhage (pph) resistant to medical treatment the bakri "failed" in eleven women (remaining 10 cases reported in (B)(6)). In the study (and additional information provided by dr. Kaya), bakri failure was defined as failure to stop bleeding within 15 minutes after " balloon inflation despite an adequate amount of saline infusion with occupation of the whole uterine capacity." Per dr. Kaya ¿I have never encountered any leakage or rupture of balloon with high inflation volumes more than 500 ml up to 1300 ml.¿ prior to bakri placement, all women in the study were treated medically with oxytocin [40 iu in 500ml of normal saline at the rate of 125ml/h (166mu/min) intravenously]. In the cases where uterine atony was unresponsive to the standard oxytocin regimen, uterine massage and bimanual massage; the patients were given ergometrine (intramuscularly 0.25-0.5mg), and misoprostol (0.8-1mg rectally). In this case, a gravida 1, parity 0 woman had a breech vaginal delivery at 28 weeks of gestation and experienced post-partum hemorrhage due to uterine atony. Medical treatment as defined above failed and a bakri was placed and inflated to 540 ml. The bakri failed to stop bleeding and an internal iliac artery ligation was performed. The bleeding did not stop. A sub-total hysterectomy performed to stop bleeding. A complete right ureter dissection occurred inadvertently during the hysterectomy surgery. The estimated volume of blood loss was 4000 ml. The patient was given 8 units of packed red blood cells (prbc) and 4 units of fresh frozen plasma (ffp).